Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called and reported she was admitted to the hospital with diabetic ketoacidosis and high blood glucose of 589 mg/dl. She experienced polyuria, xerostomia, and abdominal pain. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. During manual prime, insulin exited at the quick release. The insulin pump did not alarm with no delivery when customer performed the high pressure test but did pass the second time. Customer was advised to change entire set, reservoir and insulin. At time of this report, customer's blood glucose was 481 mg/dl.